Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for bleeding in the descending colon during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not detach from the catheter to deploy. They attempted to open one arm and got stuck. Ultimately, they had to cut the end of the clip off with cutters to get the clip out of the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.